Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the device asked for an initial calibration after starting the warm-up. The device was provided for an evaluation. An external visual inspection was performed and passed. The voltage test was performed and it failed. Review of the log data was performed and reportable issue was observed. The reported issue of sensor warm-up was confirmed via product testing. The probable cause was determined to be potential patient misuse. This complaint is reportable based on the finding of permanent loss of connection. No additional event or patient information is available.